Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. It was unknown if the patient was treated with antibiotics for the peritonitis event. On an unknown date in the same year as the onset of peritonitis, dianeal therapies were discontinued due to the peritonitis event. On an unknown date in the same year as the onset of peritonitis and during the hospitalization period, the peritoneal dialysis catheter was removed and the patient was placed on hemodialysis. On an unreported date in the same year as the hospitalization began, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in 2015, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.